Event description:
Additional information noted the affected side to be the left side. Device has been explanted. Additional event of seroma was reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported pain and capsular contracture of unknown baker grade on unknown side. The status of the device is unknown.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional data: d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified: fold creases, deformation. And was observed after autoclave cycle: bubbles in gel and cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Patient reported pain and capsular contracture baker grade unknown and seroma on left side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. This is a known potential adverse event addressed in the product labeling. The status of the device was not confirmed.

Event description:
Patient reported pain and capsular contracture of unknown baker grade on unknown side. The status of the device is unknown.